Manufacturer narrative:
Section h4: additional information. Manufacturer's investigation conclusion: analysis of the submitted log files confirmed low speed events and pump stops while the patient was supported by the mobile power unit (mpu) and power module. Based on past experience with the hmii lvas and similar reported events, these findings could be indicative of driveline damage; however, no damage was identified through the examination of the distal end of the patient's driveline. The submitted log files cumulatively contain data from 17sep2019 at 07:46pm through 22nov2019 at 09:48am. Low speed events and pump stops were captured on (B)(6) 2019, (B)(6) 2019, and (B)(6) 2019. These events were associated with low speed advisory, low speed hazard, and low flow hazard alarms. All low speed events occurred on either the mobile power unit (mpu) or power module. As an additional observation, brief low flow events were captured on (B)(6) 2019 at 01:47am and (B)(6) 2019 at 06:15am. Estimated flow was captured at 2.4 lpm for these events. A specific cause for these events could not be conclusively determined through this evaluation. No external power events consistent with a loss of external power to the mpu were also captured on (B)(6) 2019, (B)(6) 2019, and (B)(6) 2019 (investigated under (B)(4)). One additional no external power alarm was captured on (B)(6) 2019 that appeared consistent with both power cables being disconnected at the same time (investigated under (B)(4)). The pump speed remained above the low speed limit during the no external power events. Approximately 18" of the distal portion of the patient's driveline (dl) was replaced via work order#(B)(4). The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The pins of the metal connector appeared free from deformation. The silicone jacket, clear bionate, and metal braided shield were removed to examine the underlying wires. Visual inspection of the driveline revealed no evidence of mechanical damage or breakdown of the wire insulation. The driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage. The center later reported that there were no plans for a pump exchange. The patient went home on an ungrounded patient cable. The patient remains ongoing on heartmate ii lvas, serial number vad-62004 and no additional complaints have been reported at this time. The hmii lvas IFU and patient handbook cover wear and tear to the percutaneous lead and explain that all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This IFU explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, result in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated. The IFU outlines all system controller alarms (including low flow hazard, low speed hazard, and pump off alarms) and how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Log file analysis noted multiple pump stoppage event on (B)(6) 2019. The events appeared to be related to a percutaneous lead issue. On 21nov19 technical service arrived onsite and preformed a external perc lead repair. Post repair the patient was placed on a grounded patient cable. The patient experienced a low flow and pump stoppage evnt after the repair. The site switched the patient to battery power. The short to shield is suspected to be internal. The patient is tethered using a ungrounded cable. No further information was reported.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced multiple pump stoppage events. The patient does not recall the circumstances around the event. The manufacturer technical services reviewed the log file and confirmed the pump stoppage events on (B)(6), (B)(6) and (B)(6) 2019 while the patient was connected to the mobile power unit (mpu). This appears to be caused by a percutaneous lead (perc lead) short to shield. On 21nov2019 manufacturer technical services performed an external perc lead repair. The perc lead replacement was performed approximately 5 inches from exit site. The patient was placed back on the grounded patient cable after per lead repair. The manufacturer technical services reviewed the log file post repair, on 22nov2019, and captured pump stop events on the grounded cable. No further information was provided.